Event description:
It was reported via medwatch (B)(4) that guidewire distal tip detachment and a device fragment remained in the patient. A 182cm choice pt guidewire was advanced for use. However, during the implantation of the pacemaker, the distal tip of the wire sheared off inside the patient. A snare was attempted but was unsuccessful leaving the tip of the wire inside the patient. No patient complications were reported and the patient was stable post-procedure.